Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up and was informed that the customer replaced the endoscope with no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the customer was getting lines like an old tv. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked if it was when firing energy, another person came on the line and said no its independent of the energy and its only horizontal green lines and multi-colors in the left eye. The tse viewed logs and did not see anything; they recommended that the customer re-seat the endoscope. When reseating the endoscope, the tse could hear an error tone and saw an error in the logs, indicating that the customer would have to replace the endoscope. The customer said they'd call back and ended the call abruptly. The staff confirmed they replaced the endoscope, and the system returned to normal functionality. The customer stated that the surgeon converted to open.